Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement device shipped to site. Medtronic investigation of returned suspect device is in process.(B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
The computer and related cabling were returned to the manufacturer for analysis. The computer passed all testing with no ram or hard drive errors reported. The cabling was also fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, during a cranial resection, the navigation system powered down on its own. The surgeon did not troubleshoot the issue and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.